Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication. The exact root cause could not be determined. The likely cause was determined to have been patient factors or pre-existing conditions resulting in symptom development. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Date of birth: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy . Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal involved was used on a right lower extremity intervention. The event occurred post treatment. The angio-seal was placed in the left common femoral artery (cfa). Access was under ultrasound. The arteriogram showed above the bifurcation. The patient has a large hard lump under the skin. The md was aware of the "normal" small lump of the angio-seal collagen. Patient has lower extremity swelling on that side and localized discomfort. An ultrasound and a (cta/v) computed tomography was ordered for the patient. Venous reflux and may-thunder was ruled out. The cta shows a density anterior to the cfa and cfv. The density also had small arteries running through it. The procedure was successful. Closure was good. The patient had discomfort from the leg swelling and the mass in her groin. No medical intervention was taken place to date. Additional information was received on 27 dec 2022: there was a large lump at the insertion site. Patient had lower leg swelling and some lymph node enlargement in the groin area. Also localized pain. Additional information was received on 29/12/2022: the size of the procedure sheath used was 6 french. The procedure went smoothly. Access was under ultrasound guidance and in the cfa below the ligament. Patient was released from the hospital on (B)(6) 2022. The patient went back to her primary care md a week or so post procedure. The patient had pain at the closure site and her lower leg on the side it was closed was swollen. Since then, blood cultures were drawn, and ultrasound, cta/v were done. The blood cultures were negative, and the CT showed no air/gas at the site. This excludes infection. The md used ultrasound to access and the groin angio showed he was in perfect position to use the angio-seal. The cta did show a tissue density sitting on top of the artery and vein. Both artery and vein are patent, with no evidence of may thunder. The doctor is familiar that a small bump can be felt after an angio-seal deployment however this was much larger. Patient was stable but symptomatic. Still in pain with lower leg swelling. The doctor stated that it appeared the same as cellulitis. He was treating her for right leg claudication. He used typical wires and balloons. The case went perfectly. The symptoms started one (1) week after the procedure.